Manufacturer narrative:
Device evaluated by MFR: the coyote es balloon catheter was returned to our post market quality assurance laboratory. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed that the guidewire lumen is prolapsed with a hole in the guidewire lumen 66mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a damage to the guidewire lumen. This concludes the product analysis.

Event description:
It was reported that a catheter entrapment occurred. The 90% stenosed target lesion was located in the moderately calcified superficial femoral artery. A 2mm x 40mm x 145cm coyote es mr balloon catheter was advanced for dilation. However, during the procedure, it was noted that the balloon became entangled with a 235 jupiter fc3 guidewire. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1 - initial reporter first name: updated. Device evaluated by MFR: the coyote es balloon catheter was returned to our post market quality assurance laboratory. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed that the guidewire lumen is prolapsed with a hole in the guidewire lumen 66mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a damage to the guidewire lumen. This concludes the product analysis.

Event description:
It was reported that a catheter entrapment occurred. The 90% stenosed target lesion was located in the moderately calcified superficial femoral artery. A 2mm x 40mm x 145cm coyote es mr balloon catheter was advanced for dilation. However, during the procedure, it was noted that the balloon became entangled with a 235 jupiter fc3 guidewire. The procedure was completed with another of the same device. There were no patient complications as a result of this event.